Manufacturer narrative:
Concomitant medical products: 5034-58 lead, implanted (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured and exhibited a low impedance value. The lead was explanted and replaced. No patient complications have been reported as a result of this event.